Event description:
It was reported this balloon was inflated multiple times without a pressure gauge, during a venous anastomosis dilatation procedure. Upon removal of the balloon catheter, the balloon detached in the pt and remained on the guidewire. Uneventful retrieval of the detached balloon followed. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was detached from the catheter shaft. All balloon material was present. Scratches were located on the balloon surface and the balloon material was very wrinkled. Evaluation of the catheter sheft revealed adhesive was located on both the proximal and distal bond areas. A kink was located in the shaft at the strain relief. Follow up revealed a pressure gauge was not used to determine the adequate dilating force within the balloon. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface and overpressurization, a kinked catheter shaft. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "it is essential that an inflation device with a pressure gauge to be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. ..if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guide wire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."